Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection observed an inverted septum on the y site of the device. The swage height of the injection site of the device was measured and found to be within specification for the product. The septum was then removed from the injection site and a complete slit was observed on the septum as a lever lock cannula was able to access the septum. The septum was then measured and found to meet the specification for the product. The evaluation confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set had an inverted septum at the y-site. The reporter stated that the drug and blood leaked from the inverted septum. The set had been used for 16 days. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.